Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the pull force in the reported problem area of the pipetter assembly was weak. Three (3) plunger clamps and lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.